Event description:
Report received that while in the operating room for his first implant, a patient experienced tachycardia. The patient was under anesthesia at the time of the event and the vns had been implanted. A system diagnostic test was run and the patient's heart rate increased. The anesthesiologist reportedly did not believe this was a significant increase in heart rate and the heart rate returned to baseline shortly after the increase without any intervention. The surgeon and anesthesiologist indicated the tachycardia was an expected response and was likely caused by a combination of the system diagnostic test, manipulation of the vagus nerve, and anesthesia. The result of the system diagnostic test was normal. No further relevant information has been received to date.